Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged. An invasive revision procedure was performed and the lead was successfully explanted. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried body fluid in the lead lumen, electrocautery damage and deformed conductor coils. Laboratory testing was unable to reproduce the reported clinical observation of dislodgement.